Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote smart service was timeout and user unable to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote smart service (rss) timeout occurred. A technical support specialist (tss) deployed the required packages and requested the customer to reboot the station to complete the scheduled upgrade. However, the station was powered off and unable to turn on. A field service engineer (fse) attended onsite and reimaged the station to es 1.11 to restore functionality. The system functioned as intended after technical support specialist troubleshot and field service engineer repaired the device.